Event description:
The patient's blood glucose levels were lowered after the incident.

Manufacturer narrative:
Reporter provided an invalid lot number of 77x0126. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cleo® 90 infusion set was not sticking onto the patient's skill well. The patient's blood glucose levels were 140mg/dl at the time of the event. The patient did not notice any damage when the package was first opened. No permanent injury was reported.